Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack on the top of the reservoir compartment, there is a piece missing and the o ring will not stay in place. The customer did not know the cause of the damage. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube seal.